Event description:
Customer reported issues with two (2) passport 2 monitors, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated both units. One unit was repaired by replacement of the co2 module. The second unit was repaired by a recalibration of the co2 module. Both units were calibrated and safety tested to factory's specifications.